Event description:
It was reported in a service report that the foot end will not lower. The foot end lift sensor coil cord failed and the ac power cord is torn near the plug end. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: footend sensor coil cord was damaged.